Event description:
Dealer returned a clamp from this office because it is broken. Contacted the office. The assistant said that the clamp broke on the fifth or sixth use. She said that they were placing it on the bicuspid when it snapped. She said that the rubber dam was in place and that no one was injured. She did not have the incident date or patient description.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we¿re reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion. Device breakage is addressed in the directions for use. The directions state, ¿caution: modification, overextending, bending or extended use of the clamp may cause breakage.¿ the assistant has stated that no one was injured during the incidence. Eval summary: the clamp is grossly distorted from its original shape. When reassembled it was obviously permanently deformed, vastly unable to return to its original formed shape and jaw proximity. Cause of breakage: misuse. Conclusion: extreme overextension and forcible un-aligning of the jaws caused permanent deformation to the clamp and subsequently breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.